Manufacturer narrative:
(B)(4). Info was not provided by the affiliate.

Event description:
It was reported that during a lap proctocolectomy procedure, there were malformed staples. There was bleeding out of the staple line. There was no pt consequence reported. Procedure was finished with clips. No further info is available.